Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: two kinks on sheath shaft 6 inches from distal tip and at distal end of strain relief due to return packaging; liner is fully expanded as designed; distal tip is open and torn and stretched radially, along the distal edge of the liner, and stretched axially; all score lines present; and scratches along the shaft, including near the tip. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. 3mensio imagery was reviewed; the following observations were made: calcification and tortuosity are present within patient's access vessels. A product risk assessment was previously performed per management discretion to assess the risks associated with improper expansion of the sheath tip and subsequent tearing of the tip. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint for "sheath distal tip torn" was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during the procedure, the team advanced the 26mm s3u through the sheath and it seemed to jump out of the distal tip. Once they completed the case and pulled out the 14f esheath, it was noticed that the distal tip of the sheath was cracked/broke off some. It was still connected to the sheath but it is torn some about 1-1.5mm in." Per evaluation of the returned device, the sheath distal tip was observed to be torn and stretched radially, along the distal edge of the liner, and stretched axially. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, the provided 3mensio imagery shows the presence of calcification and tortuosity near the aortic bifurcation. Also, the returned sheath had scratches along the shaft and at the tip, indicating interaction with calcification. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, the team advanced the 26mm s3u through the sheath and it seemed to jump out of the distal tip. Once they completed the case and pulled out the 14f esheath, it was noticed that the distal tip of the sheath was cracked/broke off some. It was still connected to the sheath but it is torn some about 1-1.5mm in. The case was completed successfully without complications to the patient. As per follow-up with the fcs, there were no abnormalities noted along the liner and/or shaft after removing the esheath from packaging or during prep. Once the team pulled the sheath out of the body, the implanting physician felt the damage could've occurred during valve insertion. As mentioned, the valve appeared to "jump" some out of sheath. There was no difficulty noted inserting the sheath into the patient. There was difficulty noted inserting the delivery system though the sheath only at very end of sheath where it appeared to jump forward when the valve was exiting sheath. There was no withdrawal difficulty experienced.